Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device was returned as a preventive measure after a revision where an electrocautery was used to stop bleeding. The device revealed multiple burn marks on the case resulted the electrocautery use. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The device passed the functional test without any issue.

Event description:
A report was received that the patient had issues with the device. It was mentioned that during a revision procedure the physician used electrocautery to stop the bleeding. The patient underwent an ipg replacement procedure. The patient was doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Event description:
A report was received that the patient had issues with the device. It was mentioned that during a revision procedure the physician used electrocautery to stop the bleeding. The patient underwent an ipg replacement procedure. The patient was doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(6))